Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultramini had a blank display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 12:30 am, the patient noted the reported meter's display was blank; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. The patient manages her diabetes with oral medications, diet and exercise. Four hours afterwards, the patient experienced the symptoms of feeling hot, and she passed out. The patient was taken to the emergency room, where at 4:30 am, her blood glucose level was tested to be 629 mg/dl. The patient was treated with insulin. Troubleshooting revealed this was a new, out-of-the-box meter and there had been no misuse of the product. The meter was replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter display issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.